Event description:
It was reported that customer experienced pump screen that stayed dark and would not turn on unless wake button was pressed with extreme difficulty and often multiple times. There was no adverse impact to the customer¿s blood glucose level. Customer worked with support to troubleshoot wake button, was advised to switch to multiple daily injections as backup insulin therapy, and was provided replacement pump, with instructions to place existing pump into storage mode, transfer pump settings, reconnect continuous glucose monitor, and return problematic pump using prepaid label.